Manufacturer narrative:
Result of investigation:the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported complaint was confirmed and duplicated. The root cause is isolated to faulty transducers sensor, diff pres, "miniature", 2.5 psi. This is a known issue which can be referenced with CAPA ca-2017-0206. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator has transducer fault alarm during patient use. While the ventilator was running, low ve, low pip, and high rate alarms was triggered. The events log recorded xdcr fault occurred. The customer confirmed that the patient was transferred to another ventilator and no patient harm was reported from this event.